Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of 290-340 mg/dl for approximately 6 days. He stated that on two occasions the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. He dried the cartridge compartment with a tissue, changed the insulin cartridge, and bolused through the infusion device to lower his blood glucose. His normal blood glucose level is 100-120 mg/dl. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The insulin cartridge and infusion device were requested to be returned for evaluation. The infusion device was replaced.